Event description:
A female presented with bilateral leg dvts. Pt had trapese ivc filter placed several years ago. The trapese ivc filter has fractured in multiple segments and completely thrombosed. Diagnosis or reason for use: dvt and pe.